Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticking had to press buttons more than once and scratches on the insulin pump. The customer reported that the scratches on the screen that made viewing the screen difficult at times and grinds during priming. The insulin pump will not be returned for analysis.